Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No related complaint received with return of device. Conclusion code-failure observed during analysis. Final analysis confirmed that it was difficult to insert the test lead into the atrial connector port of the pulse generator and the lead insertion force used to insert the lead was out of specification for the product.